Event description:
The customer reported that when the package was opened, it was found that the grounding pad was discolored. When using it on the patient, there was poor conductivity, so the doctor replaced it with another grounding pad to complete the procedure. No patient injury occurred. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample has been received for evaluation. When the device evaluation is complete, a follow-up report will be submitted.